Manufacturer narrative:
Eye movement observed during treatment may have contributed to reported capsular tear. No further clinical intervention required.

Event description:
P1008 - n/a - issue: on 04/11/2024, while tiffany alston was onsite, dr. (B)(6) reported that on 03/28/2024, she had two instances of skipped aks and two instances of capsular issues. Procedure ID # (B)(6) (tear at temporal nub - toric); procedure ID # 242 (second ak was skipped); procedure ID # 243 (both aks skipped); procedure ID # 245 (incomplete capsulotomy). Site is seeking review of the procedures.